Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral procedure where there was an slda (single leaflet device attachment) on post operative day 3 of the pascal device that was implanted. During the index procedure, there was an anterior leaflet prolapse with mild tethering of the posterior leaflet, hence it was decided on using a p10 due to mr (mitral regurgitation) jet width at a2/p2, trying to cut down as much mr as possible with first implant. Then if it was needed, the team would use an ace to get rid of residual mr. The transseptal puncture was very superior, and it gave a severe aortic hugger. The team did not want to go and restick, so had to add a lot of guide sheet flex on to correct it. The team went a2/p2 alignment was going for 12:6 and made an aortic hugger adjust after grasping a couple of times to stand the device up more. Then grasped again and even optimized posterior leaflet before releasing. The physician was going to put an ace lateral to the p10 and then changed his mind because he said the mr looked good and decided not to add it. There were no issues when deploying the implant and post assessment went well and it looked stable. Mr went from severe to mild and left atrial pressure went from 40mmhg to 10mmhg. The clinical specialist was notified on 9/30/2024 that the patient went back into the hospital over the weekend for shortness of breath. Further information received from the clinical specialist stated that the patient came to the hospital with shortness of breath on (B)(6) 2024. A tte was performed, and an slda of the pascal device implanted on 09/26/2024 was noted. The acute mr led to pulmonary edema and hypertension, leading to tr (tricuspid regurgitation). When the clinical specialist spoke to the physician on 09/30/2024 he was not worried about the tr and said it would go away once the patient received diuretics. His current plan is to optimize the patient and then repeat the mitral teer procedure with pascal.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post procedure was confirmed empirically based on accounts by the edwards clinical specialist. Available information suggests the slda was identified during the post procedure hospital visit of the patient on september 29th for shortness of breath. A root cause could not be determined from the information provided. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored, and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, b5, g3, g6, h2, h6, and h11.

Event description:
Additional information received. The day after patient was released from the hospital, (B)(6) 2024, patient woke up with difficulty breathing, and ems took her back to (B)(6) hospital. The medical team initially treated the patient for pneumonia. An MRI was performed where the medical team reported being unable to see the clip. In response, patient was recommended for another procedure to place a clip, but she was also losing blood at the same time. With the addition of being jehovahs witness, the patient was unable to replenish her blood levels for the procedure. As a result, the patient was placed on palliative care 48 hours before her passing. On (B)(6) 2024, patient passed away in the hospital. Following the patient death, dr. Basil paulus reported the initial surgery seemed fine enough to not require a second clip during the procedure. Patient certificate, cause of death states cardiopulmonary arrest, cardiogenic shock, and septic shock.